Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during implant. Electrical function of the lead was tested with no anomalies observed. Lead was capped and replaced. Patient was stable post-procedure.